Event description:
It was reported that the patient was admitted for gastrointestinal (gi) bleeding off anticoagulation. There were no changes to patient condition or anticoagulation status that may have contributed. Symptoms of weakness and anemia were noted. The patient received three units of blood and was discharged home. It was decided that the patient would remain off anticoagulation for the foreseeable future.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.